Event description:
A home patient (hp) contacted (B)(4) regarding a leak in the patient line during fill 3 of 4 of therapy with the homechoice (hc) machine. The technical service representative (tsr) assisted the hp in ending therapy on the machine and advised the hp to notify the nurse (rn) for further advice on (B)(6) 2010 product surveillance spoke with one of the hp's nurses who stated that the transfer set had a leak and not the patient line. The rn stated that the transfer set was replaced and a culture was performed. The rn confirmed the hp was prescribed prophylactic antibiotics and resumes therapy currently. On (B)(6) 2010 product surveillance obtained additional information from another rn who stated that the transfer set was in use for (B)(6) and the cause of the leak was not related to the transfer set malfunctioning. This rn stated the leak was due to the hp not fully tightening the connection between the transfer set and the catheter adapter. She stated she replaced the transfer set and has reeducated the hp to check that the connection is secure each time. She stated she does not recall any product information and no adverse event was reported.

Manufacturer narrative:
(B)(4). The sample is not available. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report for a connection issue/leak was not confirmed due to lack of sample. The lot number is unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of this report was not determined. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. The patient had not ensured a secure connection between the transfer set and the patient catheter adapter. Baxter has conducted a trend review and found that similar report has been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.